Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Philip's technical support recommended that the customer replace the power management (pm) printed circuit board (pcb). The error code for the machine and proximal pressure sensors failed was also found in the diagnostic log. The customer replaced the pm pcb to resolve the reported issue. The customer stated that after replacing the pm pcb, the unit was returned to service.

Event description:
The customer reported that the unit would not power on and would only make a loud beep. The customer reported there was no patient involvement. The event date was not specified; estimate used.